Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between a fluid leak (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930) during peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s subsequent peritonitis event (characterized by cloudy pd effluent). The patient¿s pd culture generated growth of the bacteria enterococcus faecalis which is normal bacteria of the gastro-intestinal tract. Peritonitis is a well-documented complication in patients undergoing pd therapy and may have many potential etiologies. Nonetheless, fluid leaks during a pd treatment are a known potential risk factor for peritonitis due to a breach in the sterile pd pathway. Currently, it cannot be determined what exactly caused the fluid leak to occur.

Event description:
On 23/jul/2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Event description:
On 23/jul/2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.